Manufacturer narrative:
Other, other text: additional information received that there was no patient involved and the date of the event was (B)(6) 2020.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the customer's reported problem. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump gave a "force sensor bgnd test" and then failed completely and would not turn on. There were no reported adverse events.